Manufacturer narrative:
H6: conclusion code remains unchanged.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  ??/??/??: [missing records: records for the CT scan showing ¿bowel within defect¿ were not provided.] On (B)(6) 2010: (B)(6) center west bank. (B)(6), md. Operative report. Procedure performed: laparoscopic repair of recurrent ventral hernia. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Anesthesia: general endotracheal. Estimated blood loss: 15 ml. Implants: a 10 x 15 cm gore dual mesh. Indications for procedure: the patient is a 38-year-old female who has previously undergone laparoscopic cholecystectomy. She developed an umbilical hernia at the umbilical trocar site. She has undergone open repair of her umbilical hernia and this has now recurred. She has a CT scan showing bowel within the defect. The risks and benefits of the procedure including but not limited to infection requiring mesh removal or recurrence of the hernia have been explained to the patient who acknowledges these risks and wishes to proceed. Procedure in detail: ¿after administration of IV antibiotics and placement of sequential compression devices, the patient was intubated by anesthesia and sterilely prepped and draped. All ports were infiltrated with local anesthetic prior to incision. An incision was made in the right upper quadrant. The abdomen was entered under direct visualization using an optiview trocar and a 0 degree scope. The trocar was connected to insufflation and a pneumoperitoneum to 15 mmhg was obtained. The abdomen was then inspected. The omentum was found to be densely adherent to the undersurface of the umbilicus and an approximately 2 x 3 cm defect was identified. The omentum was gently reduced using a combination of sharp dissection and blunt dissection. There were no further defects noted. A 10 x 15 cm piece of gore dual mesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior portions of the mesh as well as the right and left lateral portions. The mesh was rolled and inserted into the abdomen and then unrolled within the abdomen. The gore suture passer was used to pull these sutures out through the corresponding locations on the anterior abdominal wall. These sutures were pulled tight to evaluate the mesh. The mesh was found to lie flush against the abdominal wall with no excessive tension. The sorbafix tack applier was used to place tacks at 1 cm intervals around the mesh. The insufflation was then expelled from the abdomen. The skin over all ports was closed using interrupted 4-0 monocryl subcuticular sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in good condition. All instrument and sponge counts were correct at the end the [sic] case.¿ on (B)(6) 2010: (B)(6) medical center west bank campus. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 7577876. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/7577876) was implanted during the procedure. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: repair of recurrent incisional hernia with bilateral component separation and mesh (stoppa) repair. Assistant: charles thomas, md. Anesthesia: general. Blood loss: 100 cc. Clinical history: a 40-year-old female who has a recurrent hernia several centimeters above her umbilicus after laparoscopic repair twice of an incisional hernia near her umbilicus by another surgeon. Procedure in detail: ¿the patient was brought into the operating room and placed on the operating table in supine position. The abdomen was prepped and draped in a sterile fashion and entered through a vertical midline incision beginning several centimeters below the xiphoid process and terminating a couple of centimeters below the umbilicus. Electrocautery was used to dissect through the subcutaneous tissue down to the abdominal wall. The hernia was at the superior aspect of the previous mesh repair and contained omental fat. The abdomen was entered. The hernia sac and the previous mesh repair were completely resected. There were a few adhesions on the undersurface of the fascia, mostly involving the omentum. These were taken down with electrocautery. All of the adhesions on the undersurface of the fascia had been completely taken down. The resulting defect was about 5 x 4 cm. Next, the subcutaneous tissue was cleared off the external oblique fascia laterally, out on both sides past the anterior axillary line from the costal margin down to the pubic tubercle. The external oblique fascia was incised 2 cm lateral to lateral border of the rectus muscle from the costal margin down to the anterior superior iliac spine and then the external oblique fascia was dissected off of the inner fascial layers laterally using electrocautery, extending outwards about 2-3 inches. This was done bilaterally. Next, the posterior rectus fascia was dissected off of the rest rectus muscle bilaterally using electrocautery the entire length of the abdominal incision, and this extended out laterally for about 2 inches. The abdomen was inspected. It was found to be hemostatic. There is no damage to the underlying bowel. Next, the posterior rectus fascia was closed with a running #2 nylon. A piece of physiomesh was then laid over this. Next, the anterior fascia was closed with a running #2 nylon. Upon this, a piece of ultrapro mesh was placed over the entire anterior abdominal wall and it was secured in place with interrupted 0 ethibond sutures to the external oblique fascial edge of the component separation bilaterally and then was tacked down in several places superiorly and inferiorly and along the upper middle portion of the incision in a quilting fashion. The abdomen was irrigated again with normal saline. It was inspected and found to be hemostatic. 4 grams of aerosolized talc was placed within the subcutaneous space. Four blake drains were brought out through four separate incisions in the lower abdomen and this was secured in place with 0 silk stitches. The subcutaneous tissue was closed with interrupted 3-0 vicryl suture in layers. Staples and interrupted 3-0 nylon was used to close the skin. The edges of the skin and subcutaneous tissue were well-perfused. A sterile dressing was applied. The patient tolerated the procedure well.¿ on (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the 06/13/12 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh had to be resected requiring revision surgery on (B)(6) 2012. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7577876. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.